Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery with intraocular lens (iol) implantation, when the plunger advanced the iol, the lens was inserted into the eye while pressure was applied to the right side of the iol, rather than pushing through the center of the lens as intended. The ovd (ophthalmic viscosurgical device) had been positioned below the nozzle tip and the amount injected had been relatively small. It was also noted that the ovd setting timing had occurred before ia. After the company representative explained the appropriate ovd injection volume and the correct timing for setting, the doctor was able to use the device with the lens tacking normally. The procedure was completed on the same day.

Manufacturer narrative:
The product was not returned for analysis. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Video shows intraocular lens (iol) implantation. The device comes into view. Ovd (ophthalmic viscosurgical device) is inserted into the device. The device is filled with ovd up to mid nozzle only. The device is activated and the iol makes contact with the plunger, when the iol reaches nozzle entry, the plunger veers to the right and the iol appears to be misfolded. Video shows iol implantation. The device comes into view with the iol already advanced to the depth guard. The nozzle tip is inserted into the eye. The plunger advances, the plunger appears to be slightly overriding the iol. The iol enters the eye. The iol unfolds slowly, the area of the iol that made contact with the plunger appears to be slightly crushed due to the plunger override and one haptic does not release from the folded position to its desired location, a surgical tool is successfully used to encourage it to its desired location. The iol is then maneuvered into position with surgical tools. The sales rep obtained the following additional information: during the facility visit on march 30 to follow up on the usage situation, it was confirmed that the ovd was positioned below the nozzle tip and that the amount injected was small. It was also noted that the ovd setting timing had been occurring before ia. After the sales rep explained the appropriate ovd injection volume and the correct timing for setting, the doctor was able to use the device with the lens tacking normally. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that according to the sales rep, the product did not cause the event. It is stated in the file that "it was confirmed that the ovd was positioned below the nozzle tip and that the amount injected was small. It was also noted that the ovd setting timing had been occurring before ia". Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).